Event description:
The pt reportedly was not able to achieve lock between the external equipment and the implanted device. The pt was seen at the center for evaluation. Testing performed confirmed that the pt's device was no longer functioning.